Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4).

Event description:
It was reported via journal article: "title: laparoscopic minor pancreatic resections (enucleations/atypical resections). A long-term appraisal of a supposed mini-invasive approach" authors: renato costi, bruto randone, frederick mal, silvia basato, hugues levard, brice gayet citation: videosurgery miniinv 2013; 8 (2): 117-129; doi: 10.5114/wiitm.2011.32863. This prospective study aimed to present the short- and long-term results (5-year mean follow-up) of a monocentric series of 33 patients undergoing laparoscopic pancreatic enucleation/atypical resection over a 15-year period in a center specializing in the laparoscopic approach to abdominal solid organs, including pancreatic surgery. Starting from 1996 (until before this article was published), 33 consecutive patients (n=22 females, mean age: 54.6 years, range: 26-77 years, mean bmi 25.2kg/m2, range: 18.4-37.6 kg/m2) underwent laparoscopic pancreatic enucleations/atypical resections. Sporadically in 5 patients, harmonic scalpel (ultracision, ethicon) or sonosurg were used during dissection and meticulous hemostasis. Complaints included massive portal bleeding (1500ml) (n=? Harmonic scalpel, n=? Prolene) requiring conversion. Other complaints included a case of major bleeding (n=? Harmonic scalpel, n=? Prolene) requiring emergency splenectomy on postoperative day 1 after enucleation associated with distal pancreatectomy. There were also reported of hemoperitoneum (n=? Harmonic scalpel, n=? Prolene) who had right colic artery hemostasis, hematoma (n=? Harmonic scalpel, n=? Prolene), strangulated incisional hernia (n=? Prolene), and early incisional hernia (n=? Prolene), pancreatic fistula (n=2 prolene). In conclusion, laparoscopic pancreatic enucleation is feasible and safe, with no mortality, no lengthening of operating time and a high success rate. Conversely, it does not imply a reduction in complications or hospital stay at the present state of the art.